Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The cause of the patient¿s dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue tension, implant positioning, implant selection, and the incompatibility between the implanted femoral head and the non-exactech cup and liner. However, the failure could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H10. Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that a patient had a right hip arthroplasty on (B)(6) 2018, and then experienced a revision surgical procedure on (B)(6) 2023, approximately 4 years, 11 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.